Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a dim display. There was no patient involvement when the issue occurred. There was no patient or user harm reported. A philips remote service engineer (rse) noted the customer's v60 ventilator had a dim display. The customer was provided with the part number for a replacement user interface assembly. The customer also requested the part numbers for display upgrade kit.

Manufacturer narrative:
A follow up was performed with the customer, and it was reported that the user interface assembly was replaced to resolve the reported issue. The device was returned to service.